Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 59464-87, and data files were returned. Data files did not show any issues. The sheath was visually inspected and the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection of the sheath showed the hemostatic valve was torn and leaking. In conclusion, the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter ¿went very bad¿ through the sheath and too much air was aspirated from the sheath. The sheath was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.